Event description:
It was reported that (1) device was used during a laparoscopic nissen fundoplication. It was reported by the affiliate that the 512hn trocar gasket was torn. A 1seal was placed over the torn gasket end to complete the case. There was no consequence to the pt.